Manufacturer narrative:
The insulin pump alarmed unexpected restart after battery installation due to interface board connector leaking voltage. Device passed the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. It power up properly after battery installation. Device had operating currents within specifications. No unexpected low battery alarms noted. All bolus delivered during testing were properly recorded at the bolus and daily total history. No external ram error alarms noted. Device had cracked case at display window corners, reservoir tube window corners, reservoir tube lip and battery tube threads, minor scratched display window and stained end cap sticker. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that she experienced high blood glucose and vomiting after she changed the infusion set. Customer stated that it went from 132 mg/dl to 302 mg/dl in an hour. She also reported that the insulin pump alarmed unexpected restart and external ram error. Blood glucose at the time of the alarms was 487 mg/dl. The insulin pump passed the selftest. Customer stated the insulin pump was not stored or not in use for an extended period of time and the alarm occurred shortly after inserting a new battery. Customer was advised to program a normal bolus into the air; bolus amount was not recorded in the bolus history. The insulin pump was replaced and returned for analysis.